Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that IV cover was missing from the bd vacutainer® push button blood collection set and the needle wouldn't fully retract, causing a clean needle stick. The following information was provided by the initial reporter: "it was reported there was a needle stick (before use) and they have been experiencing needles with no hard cover on the needle and needles fully not retracting. Occurrence date is today and sometime in the past couple weeks. Only 1 needle stick occurred (today) with batch 8337584, the other times there was no cover on the needle/retraction issues the batch is unknown. It is unknown if samples are available."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa. Medical device type: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that IV cover was missing from the bd vacutainer® push button blood collection set and the needle wouldn't fully retract, causing a clean needle stick. The following information was provided by the initial reporter: "it was reported there was a needle stick (before use) and they have been experiencing needles with no hard cover on the needle and needles fully not retracting. Occurrence date is today and sometime in the past couple weeks. Only 1 needle stick occurred (today) with batch 8337584, the other times there was no cover on the needle/retraction issues the batch is unknown. It is unknown if samples are available."